Event description:
The customer received a blood glucose reading of 461mg/dl on the contour meter, re-tested on a different meter and the reading was 180mg/dl. On a second occasion his blood glucose was 404mg/dl on the contour and 194mg/dl on the other meter. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant.no adverse event was alleged.the customer is expected to return the test strips for evaluation.replacement test strips and meter were sent to the customer.